Event description:
The customer reported that the pt died in the case. No additional information, including pt information, is currently available. The incident date is unknown. The customer reported there was no problem with the generator during the case. The surgeon stated it is not the product that caused the incident that resulted in the death of pt. The police conducted an investigation at the site and removed the concerning product.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been returned for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.